Event description:
The customer stated that she performed control tests and received results in the 200's (mg/dl). While troubleshooting, she performed 2 more control tests and received a result of 212 mg/dl. The normal range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.